Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. Customer performed a supply change to address the issue.